Event description:
Implant broke post-op. Arthrex was made aware of this event by legal action taken by pt attorney. Co did not receive a complaint from the surgeon or hosp where the procedure was performed.